Event description:
The pump stopped functioning, and the display said "system error" and "communication failure". The pump was plugged in and functioning properly prior to the event. Biomed assessment: the pcu error log has error 111.2002.2, keyboard communication failure. The error did not repeat during testing. The pcu was sent to alaris for evaluation and repair twenty five days later. The three lvp modules were tested and found to be working properly and put back into service. Alaris replaced the pcu logic board two months later, and returned the device back to the hospital. It passed the incoming check and went back into service several days later.there was no patient injury.